Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -3.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2023 the lens was explanted due to halo and the problem resolved. Cause of event was reported as unknown. For cause details the reporter indicated "the patient was not comfortable with his vision".

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).